Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user states the rear wheel is turned in and is hitting the hand brakes.